Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2006.according to the complainant, post-procedure, the patient experienced pain, vaginal scarring, vaginal shrinkage, dyspareunia and recurrence of incontinence.all other information is unknown.